Manufacturer narrative:
Updated h6 (component, findings, conclusions).

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Once additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this 19mm valve was explanted due to paravalvular leak and high gradients (mean 20mmhg) observed on post-operative echo. The explanted device was replaced with a 21mm valve with good surgical outcome. The patient was noted as to be hospitalized in good condition. As per surgeon's opinion, the issue would be related to suturing and surgical techniques during sewing the valve to the annulus. As reported, it was observed paravalvular leakage at the lateral side of the sewing cuff. The surgical approach was full sternotomy. Reportedly, the native valve was moderate calcified. During the first implant, it was debrided some of the calcium. During reoperation, full debridement was performed and all the calcium was removed. A 1133 sizer was used. When sizing, the sizer was parallel to the annulus. The replica end was not used, only the cylindrical end was used when sizing the valve. Supra-annular and non-everting suturing technique were performed. As reported, the annulus and the prosthesis evenly matched and the annulus was not enlarged. The paravalvular leak was observed postoperatively, after protamine administration. The patient was completely weaned from bypass at the time of the echo. Lvef was assessed at the time of the echo. The patient did not suffer any injury and was noted as to be hospitalized in stable condition in ICU with good surgical outcome. Indication for initial replacement was aortic stenosis. As per image evaluation results, echo images showed severe aortic regurgitation with an indeterminate origin, and moderately elevated trans-aortic velocity and gradients.